Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 150 mg/dl and a sensor glucose level that was off by over 100 mg/dl. Customer's mother stated that upon removal, they noticed that the cannula was bent. Caller also reported that the customer was experiencing skin irritation from the sensor adhesive. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance testing and the sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the insertion complaint due to the product being returned opened/used. Unable to perform or reproduce the skin irritation in the lab.